Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1800326. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported clips are coming out of the device already closed. It was removed from the field. A new one placed on field had no issues.

Event description:
It was reported clips are coming out of the device already closed. It was removed from the field. A new one placed on field had no issues.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip was in the first position in the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired and no clip moved forward into the first position in the channel. It appears that the clips are stuck in the channel and not moving. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the one remaining clip was broken and out of position in the channel. The clip broke due to the clips becoming out of position in the channel and stacking on one another. In addition to potentially causing clips to break, the clip stacking could prevent the clips from properly loading into the jaws. The clip stacking also caused several components to become damaged, including the following: the top jaw had slightly bent jaw legs, the pusher head on the distal end of the feeder was severely bent, and the proximal end of the feeder was slightly bent. The sample was received with 1 clips remaining in the channel indicating that 14 clips were fired by the end user. Non-conformance 60045511 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips coming out closed" was confirmed based upon the sample received. One device was returned with its rotation tab bent and no clip in the first position in the channel. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Upon functional inspection, it was found that the remaining clip was broken in the channel and out of position which prevented the clip from loading properly into the jaws of the device. The clip stacking caused the clip to break in the channel and also caused multiple damages to other components. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.